Manufacturer narrative:
Internal complaint reference (B)(4). The reported device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. An analysis of the customer provided image revealed that a footprint anchor was depicted, but this device was not present. A visual inspection revealed that the anchor was returned with a different device without any identifying case or product information. It was broken at the proximal end. There was significant debris, indicating it was used in surgery. No product identification information was provided, and thus the device history review, complaint history review, device labeling review, and risk management review could not be conducted. The complaint was confirmed, but the root cause could not be established due to the limited information. No containment or corrective actions are recommended at this time.

Event description:
It was reported that during a shoulder rotator cuff repair surgery, the footprint ultra pk suture anchor 5.5 broke inside the patient. Procedure was completed with a back up device and no significant delay. No other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.